Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rep received call from dr office that the patient (pt) was having "problems recharging" and the device is "not staying charged." According to drs pt does not have rechargeable device. Rep will meet with pt to determine what type of implant the pt has and what are the recharging issues. 2021-02-15 (B)(4): per call received from mdt rep (toby guest) wanted to correct the patient device record. (B)(4).